Manufacturer narrative:
No medwatch form was received. The helix extension was measured and found to be within specification. Dried body fluid/tissue inside the header and inner insulation prevented the helix extension. After cleaning and cutting, normal helix mechanism was found. The damage found is consistent with that occurring at the time of the surgical procedure. The lead exhibited normal electrical characteristics.

Event description:
It was reported that the lead was dislodged. The lead was replaced when a reposition was unsuccessful.